Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient made an appointment with their doctor to try and resolve the battery draining rapidly issue.

Manufacturer narrative:
Referencing the main component of the device, other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had pain where the leads are after she had fallen over a concrete block. The patient also reported that their stimulator had gone from 1/4 charged to empty overnight which was faster than she expected. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins was turning on by itself. The patient noted that they would turn stim off at night and multiple times stim would turn back on. The patient was not sleeping with the ins recharger or patient programmer connected to the ins. No further complications were reported.